Manufacturer narrative:
A specific root cause could not be identified. The electrode in question was submitted for further investigation. Testing was carried out over two days and no abnormalities or problems were detected in the performance of the electrode.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable low ise indirect na, k, ci for gen.2 sodium results for an unknown number of patient samples and qc material after the electrode was changed on (B)(6) 2017. The patient samples had been aliquoted by the modular preanalytic analyzer (mpa). The analyzer used was cobas 8000 cobas ise module serial number (B)(4). Even though the qc results were at the lower end of the acceptable range, the customer reported patient results outside the laboratory. Later, a doctor called the laboratory saying the sodium result was too low and asked the laboratory to repeat testing. The repeat result for one patient was higher and was as expected by the doctor. The customer then repeated testing of the primary sample tubes for more patients and the results for 40 of the patient samples were higher so corrected reports were sent to their care units. Only data for four patient samples was provided, of which only the results for two patient samples were discrepant. Patient 1 initial result was 126 mmol/l and the repeat result was 132 mmol/l. Patient 2 initial result was 132 mmol/l and the repeat result was 139 mmol/l. This patient was a (B)(6) old female. The patients were not adversely affected. As the qc results were still too low, the customer changed the sodium electrode again and the qc results came back in the expected range. The customer mentioned that each time they change the electrode it takes time before it stabilizes. Because of this, the customer is leaving the electrode on the analyzer longer than the 2-month recommended on-board life.